Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be repeated as after 5-10 minutes of use, the navigation system displayed that the navigation system displayed a "high internal temperature" warning. However, replacement of the electromagnetic interface box has not been confirmed by the site.

Manufacturer narrative:
Device manufacturing date unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system stopped tracking and the emitter details showed next to the axiem box "high internal temperature" while prompting to cycle power. Power cycling did not resolve. Another navigation system was brought in to finish the procedure. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Correction: device serial number updated to proper value.